Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital biomedical engineer reported an issue with the mps-2 console during use. The report stated that the console displayed an error code for "internal timing error" and had been removed from service. Follow-up attempts with the complainant to obtain additional information regarding the alleged event were unsuccessful. The console has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information obtained from the complainant on 7/1/2016 found that the console was not used the procedure. The alleged issue (error code for internal timing error) was found while setting up for the procedure, so another console was used instead.